Event description:
It was reported that this was a venotomy closure with three access sites at the right common femoral vein using the pre-close technique prior to an electrophysiology farapulse procedure at one access site and post close at the other two access sites. Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices at what would later be the large-bore access site. The sheath size at this access site was upsized to 18f and the electrophysiology farapulse procedure was completed. Hemostasis at this access site was achieved via figure-of-eight suture. Post procedure, a cuff miss [suture retrieval issue] occurred with one prostyle device at each of the two remaining small-bore access sites. Hemostasis at each of the two small-bore access sites was achieved via figure-of-eight suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.